Event description:
It was reported that functional undersensing and functional loss of capture were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.